Event description:
It was reported that the pump's usb port was bent, resulting in difficulties charging the pump and causing the pump to shut down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.